Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed upon power up. However, after disassembling the device to determine root cause, the report was no longer seen. The lcd color cable was reseated as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely gray and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.